Manufacturer narrative:
Section a3: correction. Section d1, d4: serial and model number were not provided. Although section d1 and d4 were filled out using a heartmate 3 lvas in the initial report, this is incorrect as the information still remains unknown. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. Manufacturer's investigation conclusion: a direct correlation between the patient¿s expiration and the vad cannot be conclusively determined through this evaluation. The account communicated that the patient expired on (B)(6) 2018. No alarms, clinical symptoms, or device-related issues were reported in association with the event. Multiple attempts for additional information, including the device serial number and product return requests, were sent to the account; however, no further information was provided. The heartmate 3 lvas instructions for use lists death as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient information not provided. The heartmate 3 left ventricular assist system (lvas) was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
The patient expired due to unknown causes. Additional information was requested but not provided.